Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A device history record review was performed for the finished device lot number 60000651 and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding short sheath - small and reverse blood occurred from the hemostatic valve. This occurred when replacing octaray with an ablation catheter. After the issue was observed with the first vizigo, it was replaced with a second vizigo, but the issue was not resolved. The second vizigo also had a blood leakage issue. A few drops of blood return occurred, the exact amount of which was unknown. No air entered the patient's body. No dislodgements or damages were noted on the hemostatic valve, brim cap, or hub of either sheath. The second vizigo was not replaced and used despite the blood return issue. The procedure was completed. No patient consequences were reported. There are two reports for both vizigo sheaths. This report is for the second sheath.